Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-08433. It was reported that the patient experienced ineffective therapy due to migration of both leads and one lead fracturing. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Product problem was inadvertently selected on the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.